Event description:
Drug/diluent: ropivacaine 0.1%, fill volume: 550ml, flow rate: unk, procedure: hip scope, cathplace: femoral nerve block. Bolus (pca) button would not stay in the down position when set up on pt. No pt complications were reported. Uses an arrow 19 gauge non-stimulating catheter.

Manufacturer narrative:
Method: no sample was available for eval and investigation. Results: w/o the actual sample, a complete investigation cannot be conducted. Conclusions: a review of the lot found no confirmed complaints for the bolus not depressing for the reported lot number. No definitive conclusion could be reached as to why the bolus button would not depress. If the catheter has become kinked or otherwise obstructed, it can inhibit the flow of medication from the pump and bolus device. A review of the lot history found no confirmed complaints of a stuck bolus button for this lot. Although the complaint could not be confirmed, this product is currently under recall.